Event description:
A falsely depressed troponin I result of 0.06 ng/ml was obtained on a pt sample. The result was reported to the physician who questioned the result. The original sample was repeated with a result of 0.33 ng/ml. Pt treatment was not prescribed or aletered and there was no report of adverse health consequences as a result of the falsely depressed troponin I. The likely cause for the falsely depressed troponin I result was obstruction of the ctip (pipet tip).